Event description:
It was reported that a flogard infusion pump would not function. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a non-functioning device was confirmed as a pumphead door assembly issue during device servicing. The device was serviced on-site by a field service technician. During on-site servicing, visual inspection and functional testing were performed. The cause was determined to be a broken door. The entire door assembly was replaced to correct the reported condition. The device was returned to the customer in good working condition.